Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR# 2249697-2010-01917.

Event description:
Implant surgeon mr (B)(6) informed sales rep that trial cup and impactor got broken from threads.